Event description:
The event occurred in a parker bath, a bath system for assisted bathing and it was reported that the resident was sitting parallel to the tub with her left hand on the edge of tub. The door came down on her hand and the care aid was turned away while this occurred. It is unknown if the resident had done anything to cause the door to fall. Reference MFR report # (B)(4).